Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock due to oversensing of a wide complex rhythm, with t-waves amplitudes equal to or greater than r-wave amplitudes. The delivered shock converted the patient's rhythm. Technical services (ts) discussed troubleshooting options and programming considerations, such as adjusting the conditional and shock zone. This s-ICD remains in service. No additional adverse patient effects were reported, and it was noted that the patient had just finished dialysis. Additional information received reported that no further programming changes were made to this s-ICD system at this time. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock due to oversensing of a wide complex rhythm, with t-waves amplitudes equal to or greater than r-wave amplitudes. The delivered shock converted the patient's rhythm. Technical services (ts) discussed troubleshooting options and programming considerations, such as adjusting the conditional and shock zone. This s-ICD remains in service. No additional adverse patient effects were reported, and it was noted that the patient had just finished dialysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.